Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified coronary artery. A 4.50 x 16mm synergy xd drug-eluting stent (des) was advanced for treatment. However, during advancing, the delivery system was fractured into 2 pieces after forcedly pushing it into the lesion. The device was completely removed, and the procedure was completed with a 4.0x16 synergy des. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).